Manufacturer narrative:
Sample has not been rec'd by MFR in time for this report.

Event description:
The event is reported as: alleged issue: it is reported a child had the catheter put in place in surgery, when the child returned to the ward the child's mother noticed that the catheter had split. On further inspection the tube separated from the top of the ports. No reported pt injury. Pt condition listed as fine.